Event description:
The facility representative contacted baxter to report a colleague infusion pump in which a failure occurred. This condition has the potential to cause an interruption of delivery. This occurred in the biomedical service department during power up. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There was no user interface module master software version is 5.09.90, categorized as remediated. There was no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which a failure occurred was confirmed during product evaluation. After further investigation, quality engineering determined the problem to be failure code 810:11. The root cause of this condition was assigned to air in line (ail) being out of calibration. The ail was calibrated and verified to correct this condition.